Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t u100 25g 5/8in hub separated during use. The following information was provided by the initial reporter: material no.: 329651 batch no.: 0105179. It was reported that consumer that when removing the shield the needle was missing, and feels like the needle may be stuck inside the shield.

Event description:
It was reported that syringe 1ml s/t u100 25g 5/8in hub separated during use. The following information was provided by the initial reporter: material no.: 329651 batch no.: 0105179. It was reported that consumer that when removing the shield the needle was missing, and feels like the needle may be stuck inside the shield.

Manufacturer narrative:
H.6. Investigation: DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Since no samples displaying the reported condition were received a potential root cause could not be defined and the complaint is unconfirmed. H3 other text : see h.10.